Event description:
Wound vac was applied to patient. At approximately 1730, patient's son and wife returned to room to find the patient covered in blood. The son found a nurse in the hallway and told her about the blood. Registered nurse (not primary rn) went into room to help and saw patient in large pool of blood. Rn called out for help and a rapid response was initiated. Upon entering room, a wound vac was noted to attached to patient. Vac was on but not alarming. Patient was on a clinitron bed and large amounts of blood had pooled around the patient along with large blood clots. Wound vac was turned off and removed from patient. Clean dressing applied. Patient was tended to and transferred to progressive care unit (pcu) for a higher level of care. Wound vac was cleaned and placed in appropriate bag inspection.